Event description:
It was reported that acceptable thresholds could not be found during the implant attempt of the right ventricular lead. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.